Event description:
Consumer reported complaint for high blood glucose test results. The customer¿s expected blood glucose test result range was not provided. Customer stated that she currently had dry mouth but denied the need for any medical intervention at the time of the call. Customer stated that the day prior she had called the paramedics because the meter gave her a result of 425 mg/dl non-fasting and she had symptoms of lightheadedness and feeling clammy. Customer stated that when the paramedics arrived and took her blood glucose, their meter read 374 mg/dl non-fasting; no timeframe given from when she took her blood glucose with her meter to when she called the paramedics. Customer was not taken to the hospital and stated that the paramedics advised that as long as her blood glucose does not go over 600 mg/dl, she should not be alarmed. Customer stated that she performed a blood test prior to calling and obtained a result of 420 mg/dl non-fasting and took 30 units of lispro insulin. The test strip lot manufacturer¿s expiration date is 08/31/2026; product storage and open vial date were not provided. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting paramedics due to meter result and symptoms related to diabetes (lightheaded and feeling clammy). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note 1: manufacturer contacted customer in a follow-up call on 09-sep-2025 to ensure the customer's condition had improved - able to establish contact with customer who stated she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Note 2: customer contacted manufacturer on 22-sep-2025 - customer stated the replacement products resolved initial concern.